Manufacturer narrative:
H6: correction of codes based upon review of previously reported information and investigation completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an axium coil prematurely detached. The patient was undergoing surgery for treatment of an unruptured cerebral aneurysm. It was reported that during an aneurysm embolization procedure using a flow diverter, the pipeline device was correctly positioned at the level of the aneurysm neck. The echelon microcatheter was properly anchored inside the aneurysm and two coils had been previously implanted without intercurrences. At the time of the attempt to implant the third microcoil, early detachment of the device was observed, before its complete and adequate accommodation inside the aneurysm. As a consequence, part of the microcoil remained inside the aneurysm, while the other part was projected out of the aneurysm neck. It is noteworthy that, during the preparation of the material, no apparent damage to the device was identified, nor was there any abnormal resistance during the removal of the microspring from the hive, followed by the instructions for use. The coil remained in the patient and was not implanted at the intended location. Faced with the early detachment of the microspring and the need to stabilize the aneurysm, it was decided to implant a stent of another brand to help fix it properly. However, the next day, when performing an imaging exam, the presence of a dislocated spring pusher in the patient's carotid artery was identified. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.